Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the insulin pump had stuck button alarm. Customer¿s blood glucose level was 110 mg/dl at the time of incident. Customer stated that down button was pressed for 3 minute or longer. Customer stated that they were able to clear alarm after removing battery cap and putting that battery back. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with moisture damage on electronic assemblies. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.